Manufacturer narrative:
Summary of event: as reported, an 'ncircle tipless stone extractor' could not capture the stone during the procedure. The device was not tested prior to use. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14650201. A complaint history database search showed no other related complaints associated with the complaint device lot 14650201. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU (t _ ntse_ rev1; 'ncircle, ncompass, and nforce stone extractors') did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint devices were also conducted. One used 'ncircle tipless stone extractor' was returned for investigation. The red fitting from the product protector was still attached to the handle assembly; the fitting was removed and damage to the basket sheath was noted. The handle could not actuate the basket formation; the handle was disassembled and it was noted that the metal cannulated handle was stuck in the internal brass collet; after freeing the jammed components, it was noted that black debris were wedged inside; the handle was then re-assembled and the function of the basket returned. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The complaint was confirmed based on the returned device which would not open or close basket formation in returned condition. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, an ncircle tipless stone extractor could not capture the stone, during the procedure. The device was not tested prior to use. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention, and did not experience any adverse effects, due to this occurrence.

Manufacturer narrative:
E1: customer address = (B)(6), postal code = (B)(6), phone number = (B)(6). E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.